Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a regular check up. Interrogation revealed several episodes of right ventricular lead noise, which could not be reproduced with isometrics. No intervention was performed.